Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties appear to be due to the stent being too long for the lesion site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified femoral artery. A 5 x 180 mm supera self-expanding stent system was being deployed when it was realized it was too long and part of the stent was released in the introducer. The introducer and stent were pulled back to the access site; however, the stent went through the artery into subcutaneous tissue. The patient was sent to surgery and a cutdown was performed to remove the stent and close the artery. The patient was monitored by sonography the next day. The patient outcome is good. No additional information was provided.